Event description:
The user is reporting the device did not shock the patient during a patient use event. The patient did not survive.

Manufacturer narrative:
Customer retracted their allegation of failure and clarified they only wanted to know more about the patient's rhythm. The customer does not want to proceed with the investigation.